Event description:
Independent rate change reported: the pump was delivering an unspecified infusate at an unspecified rate of delivery. It had been running on battery operation when it alarmed "low battery". The nurse plugged the pump into an ac wall outlet and noted that it had independently changed the rate of delivery. The nurse immediately replaced the pump and therapy continued without further event. There was no pt harm reported. Though requested, there was further info available.